Event description:
During surgery, the occipital plate fractured while bending. The sales rep states that the surgeon was not trying to bend more that the max angle to bend. Another plate was used without problem.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.